Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).